Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the pump black box showed shows no evidence of no power. During a visual inspection of the pump, the battery compartment was observed to be cracked and there was evidence of corrosion found inside the battery compartment and the underside of the battery cap. The battery cap contact height and width measurements were found to be within specification. Further testing was unable to be performed due to the pump damage. The pump was opened and no moisture was found inside the pump. The damage issue was reported on animas medwatch report number 2531779-2017-12883. The complaint of no power was not duplicated during investigation; the issue was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.